Event description:
It was reported that during an unk procedure the tip of the device was broken. Unk how the case was completed. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. Eval summary: the analysis results found that the device with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips and then, it locked out as intended. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. A batch record review was performed and no anomalies were found during the mfg process.